Manufacturer narrative:
Device evaluated by MFR: 81: the device was not returned for analysis. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the ar40m intraocular lens (iol) tore while being inserting into the patient¿s ocular sinister (left eye). There was patient contact but the lens was not inserted. There was no incision enlargement. Outcome did not significantly interfere with activities of daily life and the patient has recovered. No further information is available.